Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Manufacturer narrative:
(B)(4). This is a notification to void this MDR as additional information was provided indicating there is no issue with this product code.

Event description:
The event is reported as:the customer alleges the expiration sticker with a new re-validated date fell off the packaging.there was no patient involvement.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The reported sample for this complaint was not returned; however, there were other complaints associated with this complaint that did have samples returned. The reported defect was confirmed visually of the returned samples of the other associated complaints. The root cause is the type of sticker used for the over labeling is not suitable for the tyvek material of the outer pouch. The sticker adhesive is not strong enough to stay fixed permanently on the outside of the pouch. The warehouse personnel did not firmly press down the label to the tyvek, causing voids to form between the sticker adhesive and tyvek. Relevant parties were made aware of the reported incident. Follow-up actions (CAPA(B)(4)) are to search for the appropriate adhesive label type and retrain relevant parties on over labeling on the outside of the pouch.

Event description:
The event is reported as: the customer alleges the expiration sticker with a new re-validated date fell off the packaging. There was no patient involvement.

Event description:
The event is reported as: the customer alleges the expiration sticker with a new re-validated date fell off the packaging. There was no patient involvement.